Event description:
The 840 ventilator stopped cycling while in use on a pt. They reported that the pt was unharmed by the event. The nellcor puritan bennett customer support engineer (cse) verified the error code in memory that supports the customer's claim. The cse inspected the device and replaced the bdu cpu pcb. The unit passed extended self testing.